Event description:
Oscillating saw blades (six) broke cleanly off of shaft without fragmenting repeatedly with very little use. Six blades were then used with the same results. Dr. Requested a different style of oscillating blade, which continued to function without incident.